Event description:
It was reported that, after a ventricular arrhythmia episode during this device delivered a shock, this left ventricular (lv) lead experienced difficulties with capture. Technical services (ts) could not rule out the possibility of loss of capture (loc). Additionally, an increase in pacing thresholds was observed. Ts recommended an in-clinic visit for further evaluation. No adverse patient effects were reported. This lv lead remains in service.